Manufacturer narrative:
The following components were received in the return: catheter assembly with hub cut separately and half of tether wires still intact loaded through delivery system, deployed sensor, and guideliner. Visual inspection of the hub identified that a cut was made consistent with event description. Visual inspection the catheter identified that half of the tether wires remained intact in the delivery system consistent with event description. Visual inspection of the returned sensor identified some external deformation to the wire loops. Visual inspection of the guideliner was normal. The results of the investigation are that the observations in the event description are confirmed. The root cause is unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure the sensor did not separate from the delivery system. The physician attempted to use a wedge catheter to deploy the sensor but was unsuccessful. The physician then cut the delivery catheter and used a guide-liner to attempt to detach the device but was still unsuccessful. The implant was then abandoned and a snare was used to retrieve the sensor. A second access site was required. There were no adverse patient consequences. Sensor serial number : (B)(4).

Event description:
Additional information received confirms the patient was hospitalized post procedure and was discharged the following day.